Manufacturer narrative:
.

Event description:
An implant card was received indicating that the patient underwent generator replacement on (B)(6) 2014. The explanted generator was discarded by the explanting facility; therefore, no product analysis can be performed.

Event description:
It was reported that the patient was experiencing an increase in seizures and the patient would be referred for generator replacement. The patient's mother reported that the generator was at ifi = yes. Clinic notes dated (B)(6) 2014 note that the patient has experienced an increase in seizures since discontinuing trazodone. The notes indicate that the generator is at ifi = yes and the patient will be seen again in (B)(6) 2014. Vimpat was started. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.